Manufacturer narrative:
The device will not be returned, therefore no eval can be performed. If the device becomes available or additional info is received, a follow-up report will be submitted.

Event description:
The customer received 20 bo-top 42802 packs as a substitution to the regular packs used at this facility. It was reported that the design of the pack is such that the pre-bypass filter is in the middle of the arterial-venous loop, separating the 3/8" arterial tubing from the 1/2" venous tubing. Despite circulating the fluid through the circuit in the customary fashion, small bubbles persisted on the venous side of the loop. Perfusion staff tried a number of different methods to remediate, however the final solution became re-attaching the arterial-venous loop after removing the pre-bypass filter and re-circulating the prime fluid through the circuit. It was reported that the malfunction occurred prior to use on a pt and there were no pt complications as a result of this finding.